Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up due to high capture thresholds. Upon interrogation, loss of capture and a slight decrease in r-waves were observed. Pocket manipulation and isometric testing was performed but no noise was observed. A chest x-ray was recommended but the physician opted to see the patient again and consider a lead revision at that time if required. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.